Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: on-going.

Event description:
Country of complaint: thailand. The suture needle detached.

Manufacturer narrative:
Samples received: 180 unopened pouches. Analysis and results: there is a previous complaint of this code batch, regarding the same issue that was closed as not justified after the analysis. Manufactured and distributed 2,808 units of this code batch, there are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: although the results of the samples received fulfills the OEM specifications, note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.